Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Event description:
It was reported that when the foley catheter was inserted, only 1cc of water would go into the balloon. When the nurse attempted to remove the 1cc of water, they were unable to do so. Two different nurses attempted to inflate and deflate the balloon but were unsuccessful. The foley was removed slowly with small amount of resistance due to 1 cc of water still present in the balloon. Another foley catheter was inserted successfully into the patient. There was urine returned and a small amount of blood in the drainage bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the foley catheter was inserted, only 1cc of water would go into the balloon. When the nurse attempted to remove the 1cc of water, they were unable to do so. Two different nurses attempted to inflate and deflate the balloon but were unsuccessful. The foley was removed slowly with small amount of resistance due to 1 cc of water still present in the balloon. Another foley catheter was inserted successfully into the patient. There was urine returned and a small amount of blood in the drainage bag.